Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction of the cuff. Resulting in incontinence. The cuff was pierced during the implantation. The patient reported the changes in incontinence during the consultation in (B)(6) 2020. The patient had persistence of his stress urinary incontinence since 2013. The patient initially used 1 protection during the day and 1 protection at night. The situation had worsened since (B)(6) 2019 with the use of 2 to 4 protections during the day and 1 protection at night. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was able to confirm the reported mechanical issue and hole/perforation in the cuff. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually, microscopically inspected and tested for leaks. No visual defect with the naked eye was noted. The balloon passed the leak test. Under the microscope, light wear on the krt (kink resistant tubing) was observed. The pump component was visually, microscopically inspected and tested for leaks. During the visual test, it was noted that there was wear on the krt. The pump passed the leak test. Under the microscope, it confirmed that there was wear on the krt. The cuff component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was observed that there was scaling on the backing. A cuff leak was identified in the cuff shell. Under the microscope, the cuff leak was observed to be an inside out pinhole at a fold as a result of wear and fatigue. The pinhole was located around the cuff shell lateral area. The scaling on the backing was confirmed under the microscope. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The cuff leak identified would cause the cuff to malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen as product investigation identified a fluid loss due to an inside out pinhole at a fold on the cuff shell lateral area of the cuff component.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to malfunction of the cuff. Resulting in incontinence. The cuff was pierced during the explantation. The patient reported the changes in incontinence during the consultation in (B)(6) 2020. The patient had persistence of his stress urinary incontinence since 2013. The patient initially used 1 protection during the day and 1 protection at night. The situation worsened since (B)(6) 2019 with the use of 2 to 4 protections during the day and 1 protection at night. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.